Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat high sensitivity troponin-I assay result for one patient. The customer provided with architect result = 749 ng/l, siemens result = 10 ng/l, poct test was negative (cut offs: architect 30 ng/l; siemens less than 40 ng/l). The customer stated the siemen result matched the patients clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
The evaluation of the customers issue included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of the reagent lot 14530ui00 was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the customers issue. Device history record review on lot 14530ui00 did not show any potential non-conformances, or deviations. Based on all available information, no product deficiency was identified.